Event description:
The customer reported that the insulin pump had an error alarm and insulin was squirting out. The blood glucose reading at time of call was 198mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose motor drive support disk.